Event description:
Same patient as 2134265-2011-05767. It was reported that post a coronary artery stenting treatment procedure, restenosis occurred. Lesion 1 was located in the mid left anterior descending artery with 72% stenosis and was 7 mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct stent placement using a 3.50mm x 16mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the mid right coronary (mid rca) artery with 99% stenosis and was 10mm long with a reference vessel diameter of 2.1 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25mm x 16mm taxus liberte stent with 60% residual stenosis. The patient was discharged on aspirin and prasugrel. At 271 days post index procedure, the patient presented with chest pain associated with shortness of breath. The patient was hospitalized and electrocardiogram revealed normal sinus rhythm with early repolarization abnormality (otherwise unremarkable) and first degree av block. The 99% sequential in-stent restenosis of previously deployed study stent in mid rca was treated with 2.25 x 15mm flextone cutting balloon angioplasty with a residual stenosis of 0%. The patient was discharged on prasugrel.

Event description:
(B)(4). Same patient as 2134265-2011-05766. It was reported that post a coronary artery stenting treatment procedure, the patient experienced chestpain. Lesion 1 was located in the mid left anterior descending artery with 72% stenosis and was 7 mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct stent placement using a 3.50mm x 16mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the mid right coronary (mid rca) artery with 99% stenosis and was 10mm long with a reference vessel diameter of 2.1 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25mm x 16mm taxus liberte stent with 60% residual stenosis. The patient was discharged on aspirin and prasugrel. At 271 days post index procedure, the patient presented with chest pain associated with shortness of breath. The patient was hospitalized and electrocardiogram revealed normal sinus rhythm with early repolarization abnormality (otherwise unremarkable) and first degree av block. The 99% sequential in-stent restenosis of previously deployed study stent in mid rca was treated with 2.25 x 15mm flextone cutting balloon angioplasty with a residual stenosis of 0%. The patient was discharged on prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the lesion located in the mid left anterior descending vessel had a diameter of 3.6 mm prior to the index procedure not 3.5 mm as initially reported. The lesion located in the mid right coronary artery after the index procedure had 0% residual stenosis not 60% as initially reported. Following the event, the patient was discharged on aspirin in addition to the prasugrel.

Manufacturer narrative:
(B)(4).